Event description:
The radiation technologist was preparing the patient for a CT scan with IV contrast. When she opened the medrad stellant sterile disposable syringe kit and picked up the tubing, she found that the portion of the tubing that connects directly to the syringes was in 2 pieces rather than one continuous piece.